Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9597-10, angled reamer sleeve, batch number 37622051, was received for investigation. - visual evaluation of the returned device noted nicks and striations in its inner diameter on both the proximal and distal ends. Additionally, the device was returned with an ar-9676 stuck inside. Functional testing was not performed due to the damage of the devices. This is a known manufacturing issue and ncr-27796 has been opened to address it. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/31/2025, a facility representative reported via (B)(4) that an ar-9597-10 10-degree angled reamer sleeve was cold-welded to an ar-9676 angled reamer drive shaft. They confirmed being unsure of the type of procedure performed, but the event wasn¿t noticed in the case, and there were no adverse effects on the patient.